Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.

Event description:
Manufacturer received device explant data form which indicated lead explant and the reason for explant was stated as malfunction.